Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a xience stent was implanted. Post dilatation was being performed with an unk high pressure balloon and the vessel ruptured. CPR was performed, however, the pt outcome is unk at this time. No additional event or pt info is available.